Event description:
A hosp nurse, hosp risk mgr and infection control coordinator reported to an olympus microbiologist that there have been recent cases of pseudomonas aeruginosa contamination in pt bronchial lavage samples. They reported that two of three cultures were noticed one week apart and that all samples had the same antibiotic resistance profile. Although none of the 3 pts had signs or symptoms of pseudomonas aeruginosa infection, some were treated with antibiotics as a precautionary measure. The hosp reps assume that the contaminated cultures represent pseudoinfections.